Event description:
It was reported that a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device with delivery system (wds) was used. The procedure completed successfully though a 3mm leak at the site of the device was observed. On (B)(6) 2021, 263 days post procedure, via transesophageal echocardiogram the leak was noted to have increased in size to 7mm. No further information on the status of the patient is available.